Event description:
A report was received states that a pt became diaphoretic, tachycardic, and dusky in appearance; the pt's airway was suctioned, but the pt's general status continued to decline. The attending clinician decided that a tracheostomy tube change was necessary. During the removal of the tracheostomy tube, the cuff of the tube was not able to be deflated, despite total deflation of the pilot balloon. The removal and replacement of the tube was successful. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the eval once it is completed.